Event description:
Pump declared an alarm during the load process, and the customer did not wait for a prompt before removing the used cartridge. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller to wait for the prompt during the load process in the future, and the caller understood and acknowledged this instruction.